Event description:
It was reported by service report that the footboard was cracked with exposed wires. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: cracked footboard with exposed wires.